Manufacturer narrative:
Changed device code from false negative result to non reproducible results.

Manufacturer narrative:
Review of the curves and the data appears normal. It is likely that there is a mutation under the primers or probes of the flua target for the cobas assay causing the flua target to be missed. Sequences of the samples were requested from the customer, but could not be provided; thus, a mutation could not be confirmed. For the two samples alleged by the customer, without sequencing, it cannot confirm that the missed samples contain the h1n1 mutations of interest or another mutation. As the method sheet states, "as with any molecular test, mutations within the target regions of cobas sars-cov-2 & influenza a/b could affect primer and/or probe binding resulting in failure to detect the presence of virus". It is possible that differences in technologies between the genxpert assay and the cobas assay may have contributed to result discrepancies generated by the customer. The CT values generated by genexpert for the alleged samples are late values, suggesting that these samples may be close to the limit of detection (lod) or may have been below the lod of the roche assay. How the samples were handled may be a contributing factor, although the ics in the samples were normal and no trends or patterns in the data were present to suggest overall mishandling. Cobas sars-cov-2 & influenza a/b qualitative assay for use on the cobas 5800/6800/8800 systems ce-ivd, catalog number 09446125190 and UDI (B)(4) which is not yet available in the us. The similar assay currently available in the us under emergency use authorization is the cobas sars-cov-2 & influenza a/b qualitative assay for use on the cobas 6800/8800 systems (eua(B)(4), product code: qlt). The product catalog number for the test (384t) is 09233474190 and the UDI is (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from switzerland observed discrepant results with two patients using the cobas sars-cov-2 & influenza a/b nucleic acid test on the cobas 58/68/8800 systems. The alleged samples initially generated a negative result for influenza a. The samples were retested on a competitor assay (genexpert) which yielded a positive result for influenza a. The results were released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 2 mdrs will be filed.